Event description:
Information received via website. This information indicates a patient was wearing acuvue oasys contact lenses (cl) when he/she developed "loss of vision and infections". The patient reported that he/she is in the process of being treated when he/she reported the incident to our firm. The pt reported that "within days of switching to lenses I had major complications". Additionally that he/she was "in the process of getting treatment for the loss of vision and infections" and had seen 4 different doctors due to "blurred vision, headaches, lazy eye/twitching and red swollen eyes". The pt did not provide the treating eye care professional's information or the treatment regimen. Company has made unsuccessful attempts to obtain additional information. Since we could not determine whether the "loss of vision and infections" were serious or not, this report is being submitted as worst case scenario. The lot number was not provided and the suspect product was not available for evaluation. Any additional information will be reported within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Labeled for single use or reuse. Device not returned, no evaluation can be performed.